Event description:
It was reported that patient underwent replacement and diagnostics were performed at follow up appointment high impedance was seen. Representative stated that patient has no adverse events. Patient reported that brother in law had slapped him hard in the chest. Patient was referred for x-rays. Information was received from physician that he does not know the cause of the high impedance. X-ray report was included and stated that battery pack over left chest lead extending is consistent with vagal nerve stimulation and visualized portion of the device appears to be intact. X-rays concluded that no abnormalities were seen with vagal nerve stimulator. Device history records were reviewed for the generator and lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.